Event description:
It was reported that the customer was hospitalized due to high blood glucose of 468 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two weeks. It was stated that the events leading to his admission was sore throat. Troubleshooting was performed. Reviewed the alarm history and found an error alarm. It was stated that the alarm occurred after pressing the act button while a bolus was delivering. It was stated that the insulin pump also had a battery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.